Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.

Event description:
Ous MDR - the concentration of c-reactive protein (crp) elevated and the patient suffered from hematoma around the device pocket. "Chest CT scan was performed and the patient received antibiotic treatment with ampicillin and sulbactam. The patient also received continuous oral anticoagulant treatment for post-procedural hematoma (after ICD implantation).